Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k111860 and k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd max¿ system, bd max¿ instrument the user had five (5) patient samples result as positive for rotavirus, however the repeat testing gave negative results. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they witnessed inconsistent results for the most recent enteric bacterial panel assay runs. The customer instrument database and log files were provided to bd application specialists for further analysis. This analysis revealed evidence of environmental contamination. Bd specialists guided the customer through the decontamination procedure and following completion of the procedure, it was confirmed that the problem has been resolved. This complaint is unconfirmed as the root cause was determined to be environmental contamination. Returned sample analysis included customer run database by bd quality, which indicated contamination. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10

Event description:
It was reported while using the bd max¿ system, bd max¿ instrument the user had five (5) patient samples result as positive for rotavirus, however the repeat testing gave negative results. No health impact or consequence reported.